Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/18/2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was continual power rebooting observed in the black box data on date of complaint; however, power rebooting was not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power observed. The pump was opened and there were no defects found to the power circuit. There was internal moisture observed on the support bracket. There was no damage found to the returned battery cap or battery compartment threads. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. (B)(4).